Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor kit was reviewed and the dhrs showed the sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached after 5 days of wear. Customer was unable to obtain the reading and was seen at the hospital where she was treated with unspecified units of insulin by the healthcare provider. No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached after 5 days of wear. Customer was unable to obtain the reading and was seen at the hospital where she was treated with unspecified units of insulin by the healthcare provider. No further information was provided as the customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.